Manufacturer narrative:
Corrected information is provided in sections d.4. And h.11. UDI number was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that phaco tip that arrived was bent. It was unknown whether the surgery was completed or not. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached photo confirms the reported issue of tip was bent. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached photo confirms the report, however because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the attached photo, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).